Event description:
It was reported unspecified particulate matter (pm) was observed in three (3) sterile repeater pump tube sets. The location of the pm was not reported. This was noticed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: three (03) actual devices and photographs were received for evaluation. Visual inspection of the photographs confirmed small spots of particles in the sealed packaging of the products. Visual inspection was performed on returned samples and noticed dark spot on or embedded in plastic tubing of all samples. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.